Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.

Event description:
It was reported that while performing an arthroscopic tissue repair, the implant broke off of the speedlock inserter handle during insertion into the bone hole. The physician completed the procedure utilizing a speedfix suturing device and new bone hole. No patient complications were reported as a result of the event; however, the broken implant caused surgical delay of more of 30 minutes.